Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 100 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 6:59pm) with results of 268 mg/dl and 315 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 04/20/2017 and open vial date is 1 month. Recall test results performed fasting from meter memory: 159mg/dl, (B)(6) 2015, 12:29:00 pm; 159mg/dl, (B)(6) 2015, 07:25:00 pm; 122mg/dl (B)(6) 2015, 01:21:00 pm; 148mg/dl, (B)(6) 2015, 11:22:00 pm; 111mg/dl (B)(6) 2015, 04:55:00 pm, not fasting. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 100 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 6:59pm) with results of 268 mg/dl and 315 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 04/20/2017 and open vial date is one month. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.